Event description:
On the day of surgery for lasik, the md switched the procedure to prk without updating the recover time and details, pain level, which were all different than lasik procedure. I had severe pain for 2 weeks, was unable to drive or work for 2 weeks, and loss of vision which slowly came back over 6 months. I experienced severe depression because I could not work and did not know if I would be able to get my vision back. I seriously contemplated suicide. (B)(6). FDA safety report ID # (B)(4).